Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure appeared to be embedded on each side of the uterus / device appears to be embedded within the myometrial wall"), device expulsion ("migration of essure device location of device: uterus") and genital haemorrhage ("bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2002, (B)(6) 2012), intervertebral disc protrusion (received 3 spinal injections), back pain, sciatica, abdominal cramps, haemorrhage in pregnancy, nausea, vomiting, vaginal delivery in 2002, endometriosis, kidney stone, irritable bowel syndrome, cholecystectomy in 2005, heart murmur, anemia, breast discharge in (B)(6) 2011, d & c in 2007, bedridden, laparoscopy in 2002, paraesthesia foot in 2000, mammogram on (B)(6) 2011, pap smear on (B)(6) 2011 and menarche. Previously administered products included for birth control: seasonale from 2003 to 2011; for an unreported indication: lidoderm patch, dilaudid, morphine, prenatal vitamins and oral contraceptive pills nos. Past adverse reactions to the above products included adverse drug reaction with seasonale; blood pressure increased with morphine; and tachycardia with dilaudid. Concurrent conditions included obesity, smoker (1pk/ every 2 days), anesthesia, ovarian cyst, endometrial thickening, menometrorrhagia, sulfonamide allergy (rash), condom, depression and menses irregular. Family history included coronary heart disease (father), stroke (maternal grandmother) and myocardial infarction (maternal grandmother). Concomitant products included vicodin for back pain and ibuprofen (motrin) and oxycocet (percocet) for pain. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced menorrhagia ("excessive bleeding during menstruation / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2016, 4 years 2 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and genital haemorrhage (seriousness criterion medically significant). The patient was treated with ibuprofen, surgery (underwent a hysterectomy with bilateral salpingo-oopherectomy) and surgery (underwent a hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown and the genital haemorrhage, dyspareunia and fatigue had resolved. The reporter considered device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: pfs- she did not claim that essure worsened a previously existing injury/condition. She did not allege that essure caused birth defects. Mr- 2 to 3 coils noted externally following the placement of the essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirm placement of essure coils/full occlusion . (B)(6) 2011 : mr lumbar spine without contrast :procedure: mr lumbar spine without contrast. Indications: displacement of thoracic or lumbar intervertebral disc technique: sagittal and axial t1 and t2 weighted sequences were performed. Conclusion: small to moderate left l5-s1 disc protrusion (herniated nucleus pulposus) with mass effect upon the left 51 nerve root with1n the lateral recess . This appears to correlate well. With patient's radiculopathy. (B)(6) 2012 : pregnancy testing : hcg urine, qual - negative. (B)(6) 2012 : hysterosalpingography: technique: the cervix was cleansed utilizing topical betadine. 5 french balloon sholkoff catheter was placed in the uterine cavity. Speculum was then removed. Fluoroscopic imaging was obtained as isovue 200 was injected. Findings: the uterus is retroverted. Scout examination demonstrates bilateral essure devices. The external ring projects into the interstitial region bilaterally. The inner ring is located within 8 mm of the isthmus/interstitium bilaterally. Uterine cavity is normal in size and appearance. Impression: bilateral occluded fallopian tubes-the proximal end of the inner coil is within 8 mm of the uterine cavity with the end of the outer ring projecting into the interstitium. This is considered adequate placement. (B)(6) 2016 : pregnancy testing : hcg urine, qual - negative. (B)(6) 2015 : radiology report : procedure: mr lower extremity joint right without contrast. Indication: right knee pain technique: a complete multiplanar MRI was performed. Conclusion: normal MRI of the knee. (B)(6) 2016 : surgical pathology report : diagnosis: a) uterus / cervix, hysterectomy: histologically unremarkable squamocolumnar cervical mucosa. Secretory pattern endometrium. Histologically unremarkable myometrium. Serosa with rare microscopic focus of endometriosis. Bilateral tubal remnants with embedded metal implants b) right fallopian tube, salpingectomy: benign fallopian tube with attached paratubal cysts. C) left fallopian tube, salpingectomy: benign fallopian tube with attached paratubal cysts. Pertinent clinical information: menometrorrhagia, pelvic pain; history of bilateral essure implants. Tissue submitted and gross description: a. Uterus / cervix: received fresh labeled with the patient's name and "uterus and cervix" is a 106 gram hysterectomy specimen measuring 9.5 x 6.5 x 4.5 cm. Attached tubo-ovarian units are not present, but there are small, stump-like tubal remnants, which measure 1.0 x 0.3cm on the left and 1.5 x 0.5 cm on the right. As received, the specimen demonstrates a 5.5 cm in length transmural sagittal incision in the posterior uterine wall. The cervical os is patent, measuring 2.0cm in greatest dimension, and the ectocervical mucosa is pale pink and smooth. The uterine serosa is pink-tan and smooth-appearing throughout. The specimen is completely opened by extending the previous sagittal incision superiorly and inferiorly to expose the underlying endometrial cavity and endocervical- canal. Extending into the endometrial cavity at the left cornu, there is a 0.7 cm in length segment of straight metal wire. There is a metal coil evident within the right proximal tubal remnant. Multiple photographs are taken of these gross findings. The endometrial lining is soft, pale tan and measures up to 0.5 cm in thickness. No mucosal lesions are grossly evident. On sectioning through the left proximal tubal remnant and adjacent myometrium, the metal wire/coil is' not within the proximal tubal lumen, but appears to be embedded within the myometrial wall. On the right side,1 the metal coil is contained within the lumen of the proximal fallopian tube remnant. Although an attempt is made to remove both wires/coils, neither will unscrew without becoming distorted in the process. Therefore, both are left intact in the specimen. Rrepresentative anterior endometrium/myometrium with serosa in a2, and representative posterior endometrium/ myometrium with serosa in a3. B. Right fallopian tube: received in formalin labeled with the patient's name and right fallopian tube" is a rubbery, red-brown fallopian tube measuring 6.0, cm in length (when outstretched) and averages 0.7 cm in diameter. The distal fimbriated end is included and is grossly unremarkable. There are a few paratubal cysts ranging in size from 0.3 to 0.8 cm in diameter. These contain clear tan fluid on sectioning. No gross abnormalities of the tube are otherwise found, and no metal wire/coil is present within the tube. The proximal end is inked black, and the specimen is serially sectioned moving from proximal to distal. It is totally submitted in 4.0 mm increments in cassettes bl-b3. C. Left fallopian tube: received in formalin labeled with the patient's name and 1i1eft fallopian tube" is a grossly similar appearing, rubbery, red-brown fallopian tube measuring 5.5 cm in length (when outstretched) and averaging 0.7 cm in diameter. A 1.0 cm fluid filled paratubal cyst is present near the fimbriated end. The proximal end is inked black, and the specimen is serially sectioned from proximal to distal in 4.0 mm increments. It is entirely submitted in cl-c3, microscopic description: sections show benign squamocolumnar cervical mucosa. No squamous dysplasia or (B)(6) is identified. The endometrial mucosa exhibits a secretory pattern, and the myometrium is histologically unremarkable. Deeper step sections are evaluated on block a3. Along the serosal surface of the posterior aspect, a rare microscopic focus of endometriosis is identified. Both fallopian tubes are entirely submitted for microscopic examination. Sections show a background of vascular congestion, but normal tubal epithelium is seen throughout, with no discrete pathologic lesion identified. There are benign simple cysts within the attached paratubal soft tissues of both tubes, but no microscopic evidence of endometriosis is identified. Current weight (B)(6) lbs. Approximate weight at the time of essure placement (B)(6) lbs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain(confirming severe chronic pelvic), menorrhagia(confirming menorrhagia), dyspareunia(confirming dyspareunia) dysmenorrhoea(confirming dysmenorrhea), embedded device¿ most recent follow-up information incorporated above includes: on 21-feb-2018: events- "abnormal vaginal bleeding, migration of essure device location of device: uterus, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, bleeding", reporter, historical condition added from pfs. Event -"essure appeared to be embedded on each side of the uterus", lab data, historical and concomittant condition, family history added from medical record. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("excessive bleeding during menstruation"). The patient was treated with surgery (underwent a hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirm placement of essure coils/full occlusion. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.